Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and aris-transobturator sling was implanted; and on 05/07/2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah, left salpingectomy, burch bladder suspension, oversew of bowel and protoscopy due to sui, pelvic pain, symptomatic prolapse, and dyspareunia. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2008 due to failed tvt-o,vaginal perforation. It was reported that on (B)(6) 2007 patient had concurrent procedures of d&c, endometrial balloon ablation and essure tubal occlusion. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/19/2016. It was reported that following insertion the patient experienced swelling, vaginal discharge, and yeast infection. It was reported that the patient concurrently underwent hysterectomy and left salpingectomy, proctoscopy, burch bladder suspension ((B)(6) 2008). (B)(4).